Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and single leaflet device attachment (slda) and poor image resolution appears to be due to patient morphology/pathology. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the clip detached from one leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade of 4. Imaging was poor, there was lots of shadowing. The clip delivery system (cds) was advanced to the mitral valve, and the clip implanted successfully, a second cds was advanced and the clip was deployed. After the clip was deployed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). There was no additional clip implanted to stabilize the clip. Two clips implanted reducing mr to 3-4. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.